Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal iliac arteries (iia) using a lantern delivery microcatheter (lantern) and non-penumbra catheter. It was reported that the patient¿s anatomy was slightly tortuous, narrow, and mildly calcified. During the procedure, while advancing the lantern through the catheter in the target vessel, the physician encountered resistance; therefore, they were removed. The procedure was completed using another lantern and the same catheter. There was no adverse effect to the patient.

Manufacturer narrative:
Results: the returned lantern was kinked at approximately 43.0 cm from the hub. The distal shaft was ovalized approximately 113.0 cm ¿ 114.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed an ovalization on its distal shaft. If the lantern is forcefully gripped and pinched during the procedure, damage such as a distal ovalization may occur. During functional testing, the returned lantern was advanced through a demonstration 3maxc with resistance due to the ovalization. The distal ovalization likely contributed to the reported resistance experienced during the procedure and during the functional test. Further evaluation revealed a kink on the mid-shaft. This damage was likely incidental to the reported complaint and may have occurred during advancement of the device against resistance during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.